Event description:
It was reported that the doctor was seeing a patient who had a bulge in the posterior fossa region. This patient had been operated on two years prior for a chiari malformation. During that procedure, the surgeon had used a series of layers to close up the dural incision in the posterior fossa region. The surgeon used duragen, then duraseal, then durepair. Now, the doctor operated on the patient to find out the reason for the bulge. Upon examination of the posterior fossa reason, a tear was noted which caused a leak in the area where the patches were.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the product was implanted two years prior to the observed leak. Durepair is typically remodeled and incorporated into the patient in less than 12 months. Therefore, it is not likely that the observed leak is related to the durepair graft. It is unknown how or when the damage occurred. The report stated that duragen and duraseal were used in combination with durepair. The instructions for use that accompany the device caution that "animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications."